Manufacturer narrative:
Five devices were returned for evaluation one of which is missing its depth limiter. All device actuators are at the t2 post deployment position. The location of the actuator for all devices is not consistent with the reported failure mode of t2 pre-deployment. No suture or t assemblies were returned for evaluation. All devices were functionally tested for proper actuator advancement and cycling and all were found to function as intended. A review of the device history records indicated that no abnormalities were reported with this product during manufacture. Due to these observations no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Event description:
During a meniscal repair, it was reported that "when they have done the first stitch with the inserter needle, they have pushed the trigger and the first t has been fixated out by the capsule in the right position. They pulled the needle back to make the second stitch and then the t2 got loose from the inserter in the joint without anybody having pulled the trigger." They were able to suture the meniscus using a back-up device. The result of the meniscus repair was satisfied but it took extra time. It was reported that nothing broke off in the patient, but later reported stated, "no, we can't confirm that t1 was removed from the patient".